Event description:
An incident with power failure. The treatment had been running for 10 minutes the 1st self test had just completed. The nurse reported hearing a bang. The machine shut down with the power failure alarm active. The mains power circuit was also tripped. The nurse plugged the prismaflex into another power outlet, but the machine would not switch back on. The pt blood was returned manually and the machine was removed from service.